Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug. It was reported the patient went to the doctor a week after implant on (B)(6) 2014,and that was when she found out she was being overdosed. The patient stated she was not sure whose fault it was, but someone screwed up. The patient did not know the medication currently in the pump.

Manufacturer narrative:
Information was left out of initial regulatory report.

Event description:
There was no out of box failure. There was no medical or therapy problem associated with small parts. The change in therapy/symptoms was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.